Event description:
During static image acquisition the collimator head started to move downward - on its on- emergency stop and power off were activated, service engineer was called. He found a worn gear - he ordered a new gear box, which was replaced 5/3004 & then replaced main gear train.